Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture generated growth of the organism staphylococcus epidermis which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse.

Event description:
On (B)(6) 2022, it was reported this patient on peritoneal dialysis (pd) had peritonitis. The nurse stated the patient was experiencing symptoms of abdominal pain and was seen in the outpatient pd clinic on (B)(6) 2022. It was stated the patient had a pd culture obtained (the same day) which generated growth of the bacteria staphylococcus epidermis. The patient was treated with antibiotic therapy with vancomycin 1500 mg and ceftazidime 2 grams intra-peritoneal (ip) on an outpatient basis. The nurse indicated the patient recovered from the peritonitis event and subsequently continued pd treatment with the same cycler; then stopped as noted above. The patient¿s nurse confirmed the patient did not have issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.

Event description:
On 12/may/2022, it was reported this patient on peritoneal dialysis (pd) had peritonitis. The nurse stated the patient was experiencing symptoms of abdominal pain and was seen in the outpatient pd clinic on (B)(6) 2022. It was stated the patient had a pd culture obtained (the same day) which generated growth of the bacteria staphylococcus epidermis. The patient was treated with antibiotic therapy with vancomycin 1500 mg and ceftazidime 2 grams intra-peritoneal (ip) on an outpatient basis. The nurse indicated the patient recovered from the peritonitis event and subsequently continued pd treatment with the same cycler; then stopped as noted above. The patient¿s nurse confirmed the patient did not have issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Correction: b1 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. At this time a search in the sap system was performed to verify product availability for alternate samples at the distribution centers. According to the sap system no product is available of the lots delivered to the patient, on distribution centers to be analyzed. The entire lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.